Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator (epg) had broken output connectors, a broken hanger, and the upper and lower case halves were contaminated with adhesive. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.